Event description:
The patient stated that in the past week, 2 or 3 v-go's that have come off of her skin. The patient stated that this has been happening when it is hot outside and is sweating a lot. The patient stated that when the v-go's are loose, she can feel the needle and it bothers her. The patient disposed of the worn v-go's in question.